Manufacturer narrative:
Patient information was not provided. The device has not yet been returned to sorin group (B)(4). The product item (B)(4) is not distributed in the USA, but it is similar to the inspire hvr reservoir, which is distributed in the USA (510(k) number: (B)(4)). Sorin group (B)(4) manufactures the inspire hvr hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, at the warming phase during an ecc procedure, the inspire hvr detached from the reservoir over-under valve. The valve fell into the reservoir, which caused an obstruction in the outlet port. The circuit was changed to continue the procedure. There was no report of patient injury. A review of the DHR was unable to identify any deviations or non-conformities relevant to the reported failure. The investigation is on going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that, at the warming phase during an ecc procedure, the inspire hvr detached from the reservoir over-under valve. The valve fell into the reservoir, which caused an obstuction in the outlet port. The circuit was changed to continue the procedure. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Sorin group (B)(4) manufactures the inspire hvr hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, at the warming phase during an ecc procedure, the inspire hvr detached from the reservoir over-under valve. The valve fell into the reservoir, which caused an obstruction in the outlet port. The circuit was changed to continue the procedure. There was no report of patient injury. The reservoir was returned to sorin group (B)(4) for investigation. Visual inspection of the returned device confirmed that the over-under pressure valve had completely detached from the top lid of the reservoir. The valve was found loose inside the reservoir. Testing confirmed that reservoir depressurization could not cause the valve to detach. The investigation could not identify how the over-under pressure valve became detached. Sorin group (B)(4) determined the most likely root cause to be accidental pressing on the valve. Although the incidence rate for this type of issue is very low, sorin group (B)(4) has initiated a CAPA to investigate and identify corrective actions. As part of the corrective actions, the label of the over-under pressure valve has been modified to better clarify to users that pressing the valve should be avoided. Additionally, a diaphragm has been added on top of the valve to prevent the valve from falling into the reservoir if it becomes detached. The complained device was manufactured before implementation of the diaphragm. A design change of the valve seat will also be implemented to further reduce the potential for the over-under pressure valve to become detached.